Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that inconsistent capture and variable thresholds were exhibited with the left ventricular (lv) lead. In addition, impedance values were high and variable, and the lead was suspected to have fractured. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.